Event description:
It was reported that the clip did not close all the way and the case was delayed 45 minutes as a result. The case was completed with a similar device. There was no add'l consequence to the pt.